Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the customer experienced errors on the universal surgical manipulator (usm3), which only allowed them to disable the usm3 without recovering from the error. Before contacting the technical support engineer (tse) for phone assistance, the customer performed a hard power cycle, but the error persisted. The tse reviewed the system logs and identified error 319 related to the axes controller, arm (acc) in usm3. The customer decided to swap out the patient side cart to continue with the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 319 points to node 192 is not present at startup, node name: axes controller, arm (acc) in armnet3 usm.